Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that sometime after vena cava filter deployment, the filter tilted and perforated the ivc wall. No attempt was made to retrieve the filter. The patient status at this time is unknown.